Event description:
Wound was closed using steri-strips. When it came time to remove, skin was stripped as they were removed, and they left grey residue that lasted for a week. Unnecessary redness and inflammation.